Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that on (B)(6) 2017, during the surgery for the first metacarpal bone osteotomy, the drill bit broke while drilling in ¿fixed¿ mode. No broken pieces were found left in the body, and the surgery was completed with a ten (10) minute extension. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Sterile part: 03.130.302s, synthes lot: l503249, release to warehouse date: july 24, 2017. Expiry date: july 01, 2027. Supplier: (B)(4), manufacturing site: (B)(4). Non-sterile part 03.130.302, lot f-22059: release to warehouse date: june 12, 2017. Manufacturing site: (B)(4). No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the drill bit was found broken at the tip as complained. The broken fragment was not returned. Reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This screw was released in faultless condition. Measured hardness during manufacturing procedure confirms that all results are within specified range. Therefore we can confirm material quality of the broken part. Measured dimension of the shaft near the breakage shows conformity as well. No manufacturing related issue could be identified. It is likely that mechanical overloading during drilling may have caused the breakage. We are not able to identify exact root cause for the breakage. Corrected data: concomitant medical product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.